Event description:
It was reported that the patient fell in 2006. After her fall, her hearing performance declined. Using the appropriate diagnostic equipment, it was determined that multiple electrodes were not functioning according to manufacturer's specifications. The surgeon explanted the device the next day. It was not reported to cochlear whether the patient was reimplanted at the time.